Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the device was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
During a review of the event logs of the homechoice (hc) device, a system error 2240 was found during manual initial drain.

Manufacturer narrative:
(B)(4). This complaint is for a system error (se) 2240 (air in set) was identified during initial assessment of a returned homechoice (hc) device. There is no evidence that problems with the hc contributed to the se 2240. The cause of the complaint was not determined. The batch review was not performed because the lot number is unknown. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The root cause investigation is in progress through (B)(4).